Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed and no similar complaint was identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a gastric dieulafoy lesion embolization procedure, the tip of the catheter detached within the patient. A snare was used to remove the fragment.